Event description:
It was reported to philips that the image drive was full, preventing storage of fluoroscopy runs, and a reboot caused a 2-minute delay on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Provided part number for image drive replacement. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).